Manufacturer narrative:
H.6. Investigation summary: a bd quality engineer was unable to verify the reported complaint. Photos or samples are not available for analysis, therefore it was not possible to verify this complaint as being generated by manufacturing process. A review of the device history record revealed no irregularities during the manufacture of the reported lot. H3 other text : see section h.10.

Event description:
It was reported that plunger difficulty occurred before use with 0 ml bd posiflush¿ sp pre-filled flush syringe nacl 0.9%. The following information was provided by the initial reporter, "the nursing staff reported issue with the plunger not moving, his has happened to syringes from the same box."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that plunger difficulty occurred before use with 0 ml bd posiflush¿ sp pre-filled flush syringe nacl 0.9%. The following information was provided by the initial reporter, "the nursing staff reported issue with the plunger not moving, his has happened to syringes from the same box."